Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 380 mg/dl. The customer had bent cannulas with two infusion sets in a row and her blood glucose kept increasing. The customer stated that she ate a pizza the night before. The customer's health care professional adjusted the insulin pump settings. No further details were given regarding the incident, and no products were returned or replaced.